Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 433 mg/dl. The customer also had a high blood glucose of 464 mg/dl the same day he began using a replacement insulin pump. The patient felt draggy and dopey. The patient treated via manual insulin injection. Troubleshooting occurred and the insulin pump passed the self test. There were no significant alarms in the alarm history either. The customer's basal settings were programmed to 0.0u, and he was assisted with correcting his basal rates to 1.0u. Further troubleshooting was declined. No products were returned or replaced.